Event description:
Additional information received indicated that the patient gradually became more drowsy over the 24 hours after the laser ablation. The patient then experienced a blown pupil due to increased intracranial pressure.

Event description:
It was reported that 26 hours following a tumor ablation procedure, the patient experienced intracranial pressure and herniation. The physician opted to do a craniotomy and gross total resection of the tumor to relieve the intracranial pressure and stop the herniation. There were no further patient complications reported in relation to this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received indicated that the adverse event was resolved as of (B)(6) 2016.